Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B1, b5, h1: the initial complaint was reviewed and found not reportable. This incident will be reported as part of voluntary malfunction summary reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: investigation selection investigation site: (B)(6). Selected flow(s): device interaction/functional and damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint devices it can be seen that the screw is broken at the neck section, and that we have received only the screw head, thus confirming the complaint description. Furthermore, it¿s visible that the screw recess got damage by tighten. Document/specification review: drawings and revisions are in accordance to DHR of production lot 5l90101. All relevant features are defined on the used drawing revisions of DHR of production lot 5l90101. Summary: device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in september 2019. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that the break resulted from excessive and/or lateral pressure on the screw. To prevent such problems, it is necessary to operate according to the technique guide (dsem/cmf/0914/0034(1); page 5, warnings: warnings: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. Be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail.). The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: sterile part: part: 400.834s lot: 5l90101 manufacturing site: (B)(4). Release to warehouse date: sept 3, 2019. Expiry date: aug 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part: part: 50167183 (400.834), lot: h846673, release to warehouse date: march 1, 2019, manufacturing by synthes monument, no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an intracranial tumor resection, when inserting the screws, two screws broke. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1) this report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 2 of 2 for (B)(4).